Event description:
Customer reported that the device delaminated during an unspecified hernia repair. The surgeon opines that he hit an abdominal bleeder while attempting to manipulate stay sutures; hemostasis was not achieved. The pt later went to another facility for unspecified care; the surgeon indicated that this pt did not do well. The causal relationship between the device delamination and the need for f/u care is not known.

Manufacturer narrative:
Conclusion: the product insert instructs and warns the user that uncontrolled or active bleeding should be controlled prior to placement of the device.